Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information was received from a physician via psr (product surveillance registry) regarding a patient receiving intrathecal compounded baclofen 3000 mcg/ml (dose 1,218.1 mcg/day, dilaudid 7.5 mg/ml (dose 3.0452 mg/day) and bupivacaine 15 mg/ml (dose 6.090 mg/day) in flex mode via an implanted pump. The baclofen lot number was unknown. The programming date from the most recent refill prior to the event was (B)(6) 2015. The pump status after update on (B)(6) 2016 showed no change in the daily dose. Indications for use were listed as non-malignant pain. Concomitant medications and medical history were not reported. The device diagnosis was a catheter kink and the clinical diagnosis was loss of therapeutic relief. The patient reported on (B)(6) 2016 a loss of pain and spasticity control. The patient was scheduled for a catheter revision. Surgical observation on (B)(6) 2016 showed a kink in the catheter at the suture loop during the revision surgery, specifically the lumbar/pump portion of the catheter. Surgical intervention occurred and the catheter was unkinked on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The event was related to the device or therapy and was not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.